Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. The allegation of frozen readings was undetermined via data. However, a flickering mag glass was found in connection to the reported allegation. The probable cause of the flickering mag glass was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. The reported issue of a frozen readings is reportable based on the finding of the flickering mag glass. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.